Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose levels of 500 mg/dl. It was also reported that the customer received sensor erros after getting their transmitter wet. Troubleshooting occured. Advised transmitter would be replaced.

Manufacturer narrative:
The transmitter was unable to charge due to a damaged contact pin. The functional testing could not be performed due to the charge anomaly. The transmitter had contamination on all contact pins.